Event description:
Procedure: liver resection. According to the reporter: the pt's hepatic artery was not stapled properly resulting in a loss of 300ml of blood. The surgeon used suture to ligate the vessel.

Manufacturer narrative:
(B)(4).